Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, and (B)(6) 2010 and mesh was implanted. It was also reported that the patient had bs ¿ uphold implanted on (B)(6) 2010. It was further reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, cystourethrocele and incontinence

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.